Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.4, g.5, h.6.

Event description:
Healthcare professional corrected that the device remains implanted.

Manufacturer narrative:
The events of necrosis and fever are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: necrosis and fever due to contralateral side infection.

Event description:
Healthcare professional reported right side necrosis ¿on partial nipple¿ and fever due to infection on contralateral side. Treatment with antibiotics was given and tissue expander was explanted. Patient has breast cancer, which is unrelated to the device.